Event description:
It was reported by the customer that the pyxis medstation es system's drawer was failed to open. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer resolved the issue by removing the medication box blocking the close sensor in the back of the drawer. Further, cleared the debris. The system functioned as intended after the field service engineer troubleshooted the device.